Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. Visual inspection noted that the helix mechanism was in a slightly extended position. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to remove the lead for repositioning caused the helix to break.

Event description:
It was reported that during the implant procedure, an attempt was made to place the right ventricular (rv) lead into the left bundle branch. However, the location was found to be suboptimal after placement. The physician attempted to retrieve the lead by rotating it counterclockwise, but this was unsuccessful. Another attempt using the fixation tool to retract the helix mechanism was also ineffective. Finally, a further attempt to rotate the lead body counterclockwise resulted in the helix portion breaking off and becoming trapped in tissue. The procedure was then completed by implanting a new lead in a more distal septal area. No adverse patient effects were reported. The remaining portion of the attempted lead is expected to be returned.

Event description:
It was reported that during the implant procedure, an attempt was made to place the right ventricular (rv) lead into the left bundle branch. However, the location was found to be suboptimal after placement. The physician attempted to retrieve the lead by rotating it counterclockwise, but this was unsuccessful. Another attempt using the fixation tool to retract the helix mechanism was also ineffective. Finally, a further attempt to rotate the lead body counterclockwise resulted in the helix portion breaking off and becoming trapped in tissue. The procedure was then completed by implanting a new lead in a more distal septal area. No adverse patient effects were reported. The remaining portion of the attempted lead is expected to be returned.